Event description:
Nurse reported that a patient came in with pain. He fell and the g3 nail broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.